Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-jun-2022 to 01-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharge was inadvertently caused by user error. Technical support specialist provided guidance on re-admitting discharged patients to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system user accidently discharged a patient who was admitted for symptomatic electrolyte imbalance in an intensive care unit. Users could not remove drugs for more than 24 hours on a specific account which was unacceptable. Customer added that the required medications were calcium gluconate infusion, potassium chloride infusion and the medications were over ride by nursing supervisors after hours since pharmacy was not on site. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the inadvertent discharge accidently made by user. A technical support specialist given guide to user about re-admitting of a discharged patient to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system user accidently discharged a patient who was admitted for symptomatic electrolyte imbalance in an intensive care unit. Users could not remove drugs for more than 24 hours on a specific account which was unacceptable. Customer added that the required medications were calcium gluconate infusion, potassium chloride infusion and the medications were override by nursing supervisors after hours since pharmacy was not on site. Customer stated that any harm was temporary.

Manufacturer narrative:
Section h1 correction: type of reportable event corrected to malfunction.